Event description:
The customer reported that they had a leak when the needle tubing at the valve detached itself. They had to do a new venipuncture on the other arm. At the end of the donation, the donor felt dizzy. Patient information is not available at this time. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the disposable set was received for investigation. A visual inspection revealed cracks were present on the manifold. A leak was apparent where the injection site is bonded/inserted into manifold. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
This record was identified during a retrospective review of MDR's to identify records in which an event occurred, but the type of reportable event was not indicated appropriately in the MDR form. This supplement is being filed to modify information to align with the reported event.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The trima accel operators manual states the following caution regarding donor reactions: "the trima accel system has many safety features. However, a donor reaction can occur rapidly. Therefore, it is imperative that the trima accel system and the donor be monitored throughout the procedure."the donor's dizziness was treated with 500ml of saline using the venipucture on the other arm. Root cause: the stress marks on the component and the leak observed in the returned part indicate that the root cause is related to a defective part from the vendor that occurred during assembly. Testing has shown that not all components with stress marks result in a leak. Correction: manufacturing staff were made aware of this incident. A 100% inspection and sort of the needle-less access components has been implemented to reduce the occurrence of these leaks. The vendor was also made aware of this incident and actions are in progress to improve the molding process. Corrective action: terumo bct is working with the vendor to improve the molding process to reduce the occurrence of these leaks.

Event description:
The customer indicated that the birth year of the patient was 1973, but did not indicate the month or day.